Event description:
On 08/12/2025, the user reported being unable to complete a supply change because the ¿press and hold¿ button was grayed out and unresponsive. Other functions remained operable, but the process could not continue. A replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.